Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. (B)(4). Concomitant products: 407652 implantable pacing lead, implanted: (B)(6) 2011; 694765 implantable tachy lead, implanted: (B)(6) 2011; 419588 implantable pacing lead, implanted: (B)(6) 2011.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a medical examiner with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately two months after device system implanted.